Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a black screen and appeared offline in rss. The user rebooted the station and unplugged and re-plugged the power cable; however, the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medstation was not powering up. A field service engineer (fse) inspected power cords and cable connections and identified that a full-height cubie drawer was causing the issue. The fse reseated the bus cable connection and row board cables for all trays and pockets. The fse tested the system and confirmed that the station powered up successfully and all drawers were accessible. The fse also completed preventive maintenance service and verified proper system functionality. The system functioned as intended after the field service engineer repaired the device.